Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl. The customer also inquired why their blood glucose was not appearing on the sensor glucose graph. Customer was advised their blood glucose was not shown on the sensor glucose graph because their blood glucose was over 464 mg/dl. Customer attributed their high blood glucose to stress. Customer declined to troubleshoot for their high blood glucose. The customer stated they have treated their blood glucose with water. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.